Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a shock impedance of greater than 125 ohms. It was noted that there was one out of range measurement of 128 ohms and previous measurements had been 65 to 85 ohms. There was no noise noted on the lead. Boston scientific technical services (ts) discussed testing the lead, and it was noted that this would be discussed further with the physician. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient was brought to their clinic for follow-up. Pocket and lead manipulation were performed while measuring lead impedances. The impedance range was noted to be from 68 to 73 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.